Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a patient was transferred from the resuscitation room at 22:33 with clear consciousness, diagnosed with respiratory failure, and brought in with endotracheal intubation for invasive mechanical ventilation support. At 23:15, the responsible nurse adjusted the ventilator parameters according to the physician's order, setting the oxygen concentration to 80%. After double-checking by two individuals, the ventilator functioned well, with good patient-ventilator synchronization, and oxygen saturation fluctuated between 97% and 99%. Bilateral dual blood cultures and arterial blood gas analysis were collected at the bedside. At 23:23, the responsible nurse was writing nursing records at the patient's bedside when the patient's oxygen saturation gradually decreased to 93%, but neither the ventilator nor the monitor issued any alarm. The attending physician brought the ultrasound machine to the patient's bedside to perform cvc puncture and found the ventilator screen black, at 23:23, the attending physician immediately asked about the patient's discomfort and reassured the patient, while the responsible nurse promptly replaced the breathing bag for assisted ventilation, and the patient's blood oxygen saturation rapidly increased from 86% to 99%, the nursing team leader checked the ventilator's power supply, which was properly connected, and restarted the ventilator, which resumed normal operation after emitting a beeping alarm, after replacing the ventilator, the attending physician set the ventilator parameters at the bedside and immediately switched to ventilator-assisted ventilation, with the machine functioning well and the patient's vital signs stable, the next day at 08:00, the ventilator engineer was contacted to inspect the ventilator on site and reported that the hardware was intact, and the code indicated a software fault, so a system upgrade was performed. This incident was prevented from causing harm due to the timely discovery by medical personnel. It was reported that the saturation of a patient decrease temporarily. No serious injury.